Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed through the occlusion during pre-test. The dso sensor was replaced. The device passed all functional testing after repairs. Review of service history found no service within the last 12 months. No event history log provided. Probable cause of the reported problem was fluid ingression

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that had an event of occlusion that occurred during pre-test and no known patient/clinical harm.